Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Foreign matter. One photo was provided to our quality team for investigation. The photo shows one loose syringe taped onto a piece of paper with an unknown black particulate on the barrel non-fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path defect is associated with the packaging process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 2347964. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials: 309646, batch#: 2347964. It was reported that the piston syringe had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. The team found an eyelash in the syringe. Contamination-hair. Item: 309646, lot: 2347964.